Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the micropore-surgical tape 1x10yds. Patient stated that paper tape irritates his skin and just wants us to know. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).